Event description:
It was reported that the patient has expired after implant duration of approximately 1.5 months, due to cardiac and renal failure. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
On (B) (6) 2010, through follow-up with the health-care provider, additional information and the operative report of (B) (6) 2009 was received. It was learned that the device was explanted due to endocarditis and tricuspid stenosis. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 5.7 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.